Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's screen is black and the contents of the lcd were not viewable, caused by the lcd failure. The device¿s lcd display was replaced to address the issue.s